Manufacturer narrative:
The customer's returned meter with serial number (B)(6) was received for investigation. The investigation examined the meter and found residues of an invading fluid (control solution) in the strip guide. The strip port was blocked due to heavy dried contamination. Product labeling states: "when applying the control solution, position the meter so that the test strip port is always higher or on the same level as the control solution. This prevents any excess solution from flowing down the strip and entering the meter." "Warning avoid getting liquid into the test strip port! Moisture in the strip port may lead to incorrect blood glucose results. Do not clean/disinfect the meter while performing a blood glucose or control test. Do not get any moisture in the test strip port. Do not spray into the test strip port. Do not immerse the meter in liquid. If you suspect that moisture may have entered the test strip port, perform a glucose control test." The investigation determined that the event was consistent with a mishandling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The test strip lot number used for meter a was 670231 with an expiration date of 31-jul-2024. The test strip lot number used for meter b was 670204. The expiration date was requested but not provided. Qc was performed for meter a prior to patient testing; level 1 at 43 mg/dl and level 2 at 297 mg/dl. Qc was performed for meter b after patient testing; level 1 at 44 mg/dl and level 2 at 305 mg/dl. The test strips, meters, and qcs were requested for investigation but have not been received at this time. If any product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of a questionable glucose results for one patient tested with two accu-chek inform ii meters: meter a (serial number (B)(6)) and meter b (serial number (B)(6)). The initial result from meter a at 4:31 am was 524 mg/dl. The reporter questioned the result which prompted them to retest the patient. The repeat result from meter b at 4:38 am was 178 mg/dl.